Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a bent grasper. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation and the failure analysis investigation has been completed. The force bipolar instrument was found to have a broken grip at the grip base. A piece approximately 0.577" x 0.198" was found to be broken off the grip base. The broken piece was returned.